Event description:
Anastomotic leak on pod 4 was reported in a patient who underwent an open lar procedure due to malignant rectal cancer with the anastomosis created using the car device. A stoma was performed. A state of shock (unrelated to the device or to the reported leak), which was resolved on the same day, was reported on pod 8.

Manufacturer narrative:
(B)(4). The production history files were reviewed, indicating that the device was released according to the product specifications. The ring was returned and is currently being investigated. An updated report will be provided upon completion of the investigation. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices. The patient is suffering from morbid obesity, which is known to be associated with an increased risk of anastomotic failure.